Manufacturer narrative:
This report is filed april 1, 2015.

Manufacturer narrative:
(B)(4). The device is currently unavailable.

Event description:
Per the clinic, the patient developed an infection at the implant site resulting in exposure of the internal device. Subsequently, the device was explanted on (B)(6) 2014. The device has not been made available for analysis as of the date of this report,